Event description:
It was reported the device does not detect the battery and it does not charge. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery module. The reported problem was confirmed. As device is end of life, the defective part (battery module) to fix the issue is unable to arrange. The investigation concludes that no further action is required at this time.